Manufacturer narrative:
Based on the information provided no conclusion can be made as to the degree to which the davol products may have caused or contributed to the reported patient outcome. Multiple good faith efforts have been made requesting additional information. At this time, it is unknown what may be causing the patient's postoperative pain. A lot number was not provided, therefore a review of the manufacturing records is not possible. Pain is identified in the adverse reaction section of the instructions-for-use (IFU). Additionally the IFU instructs the user to, "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the optifix¿ absorbable fixation system in the close vicinity of such underlying structures is contraindicated." Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the optifix fixation device (device #2), an additional emdr was submitted to represent the ventralight st mesh (device #1). Not returned.

Event description:
The physician contacted davol fa and reported that he recently saw a patient for a second opinion following the implant of a davol ventralight st mesh (device #1), which was placed intraperitoneally and fixated with davol optifix fixation (device #2). As reported the patient presented for a second opinion due to localized abdominal pain. The patient was treated with a local injection of bupivacaine in the abdominal wall, for which the patient responds well for two days. Due to this the physician suspects that a tacker (optifix fixation) is the most likely source of the pain. He reports that "he suspects that a nerve is caught in the fixation." He also reports that he cannot rule out with certainty that the mesh is the cause of the pain.